Manufacturer narrative:
Date sent to the FDA: 08/09/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat abnormal uterine bleeding. It was reported that the patient underwent the concurrent procedures of an a&p colporrhaphy, excision of multiple endometrial implants and laparoscopic appendectomy during mesh implantation. It was reported that the patient underwent excision of endometrial implants on (B)(6) 2012.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat genitourinary incontinence with cystocele/rectocele and mesh was implanted along with the concurrent procedure of a hysterectomy. It was reported that following insertion of the mesh the patient experienced pain, urinary problems, recurrence, bleeding and vaginal scarring. It was further reported that the patient underwent diagnostic laparoscopy, lysis of adhesions, excision of implant and excision of vaginal cuff lesion. (B)(4).